Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the patient's knee arthroplasty was revised due to tibial loosening.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Device history records were reviewed and no deviations or anomalies were identified. Devices were not returned for review and therefore, the exact condition of the component is unknown. This device is used for treatment. Product history search revealed no additional complaints against the part and lot combination. Compatibility was confirmed with no issues noted. Primary and revision operative notes were returned for review. Review of primary operative notes confirm the patient underwent a bilateral knee arthroplasty due to severe degenerative changes. This complaint is for the right knee. The left knee was completed first without difficulty. Femoral cuts were made and then sized, followed by the tibia. The knee was debrided and a posterolateral release was performed to achieve good balance. At the time of trialing gaps were tight and so additional millimeters were removed from the proximal tibia. Trial components revealed good stability, flexion, and extension with appropriate patellar tracking. Final components were cemented into place and revealed good flexion and extension. Operative notes reported the right knee was done with a fairly similar procedure. Primary operative notes do not identify any deviations to the surgical technique. Review of revision operative notes confirms patient underwent a right revision knee arthroplasty on due to a loose tibial component in varus inclination. Upon opening the knee, the tibial plate was reported to be grossly loose and settled in some varus. The tibial plate was explanted with retractors. The tibia was revised with a wedge and stem and final components revealed full extension. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.